Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/04/2011 by fax and mail. Medical records were received on 05/11/2011. A completed questionnaire was received on 05/12/2011. (B)(4).

Event description:
A surgeon reported two patients with unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported, the event continues. Posterior capsule opacification was noted and a yag laser procedure was performed approximately five weeks following the implant surgery and the patient reported a slight improvement in vision. There are two medical device reports associated with this event. This report is for the second patient.